Manufacturer narrative:
Date of birth: 1959. Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(6).

Event description:
It was reported that the stent moved on the balloon and catheter removal difficulties were encountered. After implanting synergy stents in the left circumflex (lcx) artery, ramus and left anterior descending (lad) artery to proximal left main side area with out any problems, final angiogram was performed. It was then noted that the distal lad has a significant lesion. A 3.00 x 24 synergy ii drug-eluting stent was advanced but was caught by the previously implanted stent in the lad and the 3.00 x 24 synergy ii stent started to come off from the stent delivery system. The physician attempted to remove the device but could not get it back. Subsequently, the guide catheter was advanced over the stent and the whole system was pulled out and it was then confirmed that part of the stent was coming off. No other stent was advanced and the procedure was completed. No patient complications were reported and the patient's status was fine.